Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) and transmitter ((B)(4)) that were used with the sensor were returned for evaluation on 05/08/2015. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter being used with the complaint sensor was returned for evaluation. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5198324) was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the transmitter did not confirm the reported event of inaccurate blood glucose values.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned share direct receiver (part number stk-dr-pnk/serial number (B)(4)lot number 5198510) being used at the time of event was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of inaccuracies. A root cause could not be determined.